Event description:
It was reported that helix of a right ventricular leadless pacemaker (lp) became stretched after it was caught on the delivery catheter's protective sleeve. Physician suspected some type of structural issue with the lp and the catheter. Patient was stable with no consequences.